Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose level was 260 mg/dl at the time of incident. Customer reported that the drive support cap is protruded. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.